Event description:
A nurse sustained a sharps injury w/ exposure from using bd autoshield duo insulin needle. She states that the safety feature did not activate and poke herself when she was removing the needle from the pen. Unfortunately, she did not save the needle. I'd like to report this to the manufacturer. Bd autoshield duo needle 0.30mm x 5mm 30g x 3/16".

Manufacturer narrative:
Not available.

Manufacturer narrative:
Cancelation: the initial medwatch and follow up medwatch# 9616656-2023-05009 are being cancelled as the complaint #(B)(6)was voided on (B)(6)2024 in embecta etq reliance because it a duplicate of becton dickinson and co. Complaint that was reported via their track wise, complaint #(B)(6). Medwatch initial and follow up report number 2243072-2023-02234. Additional information was added to 63, g6, h2, h10..